Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed power on reset events. No damage was found to the battery cap or the battery compartment. The battery cap attached securely to the pump. The pump was run for 24 hours with no power issues. The battery cap measurements were within specifications. Unrelated to the original complaint, moisture was found int eh display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue; reporter confirmed there is no damage to the pump, no moisture in the pump and the battery cap secures to the pump properly. The reporter stated that patient did swim while wearing pump prior to the power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.